Event description:
Minimal prep/minor shave, 2 shocks delivered 200j/220j, lifepak 15 defibrillator/monitor, 1st degree burn to left anterior chest. Pt was set to have a dccv (cardioversion), pads applied appropriately. Dccv completed at 200j and 225 j. Noticed smell of burning skin (not routine for the procedure.) Afraid of faulty patch. Patch removed and found burnt skin on anterior chest and not posterior chest. Wound care consulted. Injury was a first degree burn to patient left chest. Alternate pads were not used because the procedure was complete when burns were identified. Lifepak device was tested by hospital biomedical engineering department and reported to be functioning appropriately.